Event description:
It was reported that patient was revised on a left knee due to instability. Poly exchange was done.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned.

Manufacturer narrative:
An event regarding instability involving a triathlon tibial insert was reported. The event was not confirmed. Insufficient medical records were received for review with a clinical consultant. The clinical consultant indicated that better quality x-rays, clinical history and the revision op report are required for an accurate assessment. Review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicates there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because no devices and insufficient information was received by stryker orthopaedics. Further information such as pre- operative x-rays, better quality post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that patient was revised on a left knee due to instability. Poly exchange was done.